Manufacturer narrative:
A device history record review reveled no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. A physical sample was not returned; however, a video was submitted for review. After reviewing the video, a leak is observed in the bushing of the device. The reported condition is confirmed. A review of the manufacturing process was conducted. Overall, processes and controls were found to be followed, including sub-assemblies, finished product assembly, and product packaging and inspections. During the analysis of the reported condition, the probable root cause was attributed to the manufacturing equipment used in the production of this device. In order to mitigate the reoccurrence of the reported condition, the manufacturing equipment was serviced and worn parts were replaced. A check list for equipment maintenance was created to document the revised inspections and implementations.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during setup/preparation there was a solution leakage in the hole near the connector. There was patient involvement; but, no patient injury, medical intervention or adverse reaction was associated with this event.